Manufacturer narrative:
As reported, the patient with a complex medical/surgical history of pancreatitis, and abdominal abscess underwent implant of a bard/davol phasix mesh. Following surgery, the patient developed some adverse symptoms unrelated to the mesh implant and underwent surgical intervention. As reported, the mesh was removed to gain access to the abdomen; there was no malfunction of the device. The clinician has assessed the patient¿s postoperative course as not related to the phasix mesh. Therefore, based on the reported information, the adverse event was not related to the device. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported per prevent clinical trial dvl-he-018: on (B)(6) 2021, the patient underwent an open exploratory laparotomy for perforation repair with lysis of adhesions with implant of a bard/davol phasix mesh in an onlay fashion in a class iii (contaminated) wound. The mesh was trimmed and adequate overlap of the defect was achieved. Skin incisions were made straight, midline. The mesh was secured using sutures and fascial closure was made with non-bard/davol sutures in a running stitch technique. Overnight, the patient developed hypotension, respiratory insufficiency and bile drainage from blake drains and underwent an exploratory laparotomy on (B)(6) 2021. A leak was noted at the duodenojejunostomy, likely secondary to a history of necrotizing pancreatitis and portal vein thrombosis. As reported, the surgeon took down the anastomosis, placed a duodenal t-tube, performed stapled pyloric exclusion, gastrojejunostomy and placement of balloon gastrojejunostomy feeding tube. A non-bard/davol device was placed for temporary abdominal wall closure. As reported, the phasix mesh was removed in order to enter the abdomen for the laparotomy. As reported, the patient had recovered from the acute phase of this process, but had sequelae of the disease, including common duct stricture and fistula with no evidence for malignancy. As reported, the patient was scheduled for an abdominal washout and abdominal closure on (B)(6) 2021. This adverse event has been assessed as not related to the phasix mesh and the procedure.